Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer high blood glucose level was 431 mg/dl. Customer treated for high blood glucose using insulin pump bolus. Customer reported that her insulin pump was turning off because the battery was running out and since last week the battery only lasts 1 week. Customer stated one night it turned off and reported insert battery alarm. Customer stated there been more than 5 alarms per day in history. Customer stated the insulin pump in vibrate and automode mode. The customer declined troubleshoot for high blood glucose. The devices will not be returned for analysis.